Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that when the pt uses her programmer to connect with the ipg, the programmer no longer displays the program numbers. She stated that she can turn up the stimulation all the way, but she is unable to feel stimulation. The pt was scheduled for a reprogramming session. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.